Event description:
It was reported that patient experienced infusion set tubing blockage issue event on (B)(6) 2026. Due to the issue high blood glucose level was high and was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.